Manufacturer narrative:
Device evaluation completion evaluation of the returned silverspeed wire has been completed. The returned guidewire was found to be stretched with the inner core wire broken. Based on the sem (scanning electron microscopy), the cause for the broken core wire was tensile overload. This indicates that the guidewire broke when the tensile strength of the inner core wire was exceeded due to pushing or pulling against resistance. The wire was returned with a fiber bundle, which underwent analysis with ftir (fourier-transform infrared spectroscopy) and using sem-edx (scanning electron microscopy with energy-dispersive x-ray spectroscopy). The origin of the fiber bundle could not be determined. However, it is likely to be surgical gauze/cloth. Based on this information, it is likely that particulates from surgical gauze/cloth adhered to the surface of the guidewire subsequently causing the guidewire to become stuck within the micro catheter hub. The guidewire then broke due to pushing or pulling against resistance. No issues were found with the returned micro catheter hub that would have contributed to the resistance issue. There was no evidence of manufacturing defects that relates to the complaint; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Per the hydrophilic guidewire IFU (instructions for use): ¿between uses, place the guidewire in a basin of saline, or fill the packaging coil with saline and replace the guidewire between uses. Avoid wiping down with damp cloths, particulate from the cloth can adhere to the surface of the guidewire. Never advance or withdraw the guidewire against resistance until the cause of the resistance is determined by fluoroscopy.¿

Event description:
Medtronic received information that the silverspeed guidewire did not advance through the echelon microcatheter because it was clogged. The catheter and wire were replaced with a new echelon and silverspeed wire to complete the procedure. The guidewire was returned for evaluation in a contradictory condition to the reported event. The guidewire inner core wire was found to be broken and the guidewire distal core wire and tip were found to be missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The silverspeed-14 guidewire was returned for analysis in a contradictory condition to the reported event. The returned guidewire was examined and the guidewire outer coils were found to be stretched, the guidewire inner core wire was found to be broke, and the guidewire distal core wire and tip were found to be missing. The missing pieces were found in the returned microcatheter. Investigation into the cause of the break is in progress.

Event description:
The guidewire was returned for evaluation in a contradictory condition to the reported event. The guidewire inner core wire was found to be broken and the guidewire distal core wire and tip were found to be missing.